Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the healthcare professional (hcp) reported that the cause of the ins voltage depleting faster than normal/patient feeling more off periods was that the patient was just anxious about the battery. They reported the patient was clinically doing ok/clinically stable. As an action for the issue, the patient was reassured and that a battery replacement was already scheduled. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for parkinsons dual and movement disorders. The patient reported that they are scheduled for an ins replacement (B)(6) due to normal battery depletion, but that their ins voltage had been dropping faster than normal since november. The patient also reported that they thought they were having more "off periods" as the ins voltage was depleting faster. The patient reported that the ins voltage had gone from dropping about 0.01 or 0.02v per month to 0.04 or 0.05v per month. The patient provided the following voltage measurements: (B)(6) 2017: 2.80v, (B)(6) 2017: 2.78v, (B)(6) 2017: 2.76v, (B)(6) 2017: 2.72v. This month: 2.67v. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the battery needed to be replaced soon. Their left side was at 3.00 v and their right side was at 2.00 v. Their "off periods" lasted about 8 hours. Further battery measurements were provided: (B)(6) 2018: 2.65v (B)(6) 2018: 2.63v no further complications were reported as a result of this event.